Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncope could not be determined through this investigation. The submitted CT scan was unremarkable and the submitted log files captured routine events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C contains a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No specific adverse events or device-related issues were reported in association with the event and the submitted log file data appeared to show the system operating as intended. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the site suspected a twist in the device's outflow graft due to syncope events and a computed tomography scan. The patient was returned to the operating room on (B)(6) 2021 to assess and no twist was found. The patient was reportedly stable and recovering. The log files for the patient's heartmate 3 device showed a few clusters of pulsatility index events as well as routine power source changes. There were no other abnormal alarms or events recorded. The device operated as intended.